Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11554. It was reported that the rotawire became stuck in the lesion and detached. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were used for ablation. Upon preparation, the rotawire was advanced to the target lesion while the rota burr was tested on its rotational speed outside the patient's body. However, the rota burr did not reached the set operational speed which was 180,000rpm as the rotation went down to 150,000rpm. The rotawire was then pulled out to the proximal side but the tip could not be moved, the distal part of the wire got stuck within the calcification and became detached. The detached wire was removed out of the patient's body using a snare. No fragments were left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.